Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The reporter was unwilling to provide further information. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the vision was initially great, but after six months the patient developed blurry vision and significant dry eye which was not helped by otc or prescription drops. The patient also developed "secondary cataracts"­ opacification of the remaining lens capsules. Yag laser treatment did not improve the blurry vision. Lacrimal duct plugs have not helped blurriness either. Reading, especially faint, small print was challenging and annoying. Nighttime driving was nearly impossible with street lamps and on­ coming headlights surrounded by "starburst" glare, and don't even talk about night driving in falling rain or snow. Symptoms of dry eye have abated somewhat with daily cleansing with baby shampoo/ warm water. The reporter was unwilling to provide further information.